Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error. The customer¿s blood glucose level was unknown. Customer states they were not able to clear the alarm. The customer reported that the time was working. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.